Event description:
Patient was implanted with 4.5mm lcp proximal tibia plate and screw construct on an unknown date. X-rays taken on an unknown date revealed non-union and possible infection. Patient was returned to the or on (B)(6) 2012 for removal of all hardware. Once it is verified that no infection remains, surgeon will return patient to the or on a future date for a total knee replacement. This is 5 of 8 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.